Event description:
A health care professional reported that the trocar was hard to insert before vitrectomy surgery. The surgery was completed by using another trocar from the new pack. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information was updated in b.1, b.2., h.2. And h.11. Upon receipt of follow up information, it was confirmed that the difficulty encountered during trocar insertion was attributable to a trocar fitting issue, which does not meet the criteria for regulatory requirement. No further report will be submitted under mfg report num. 1644019-2026-00130. The manufacturer internal reference number is: (B)(4).